Manufacturer narrative:
(B)(4).

Event description:
An (B)(6) study was being performed due to a possible catheter issue. Add'l details were no reported. Add'l info has been requested, a f/u report will be sent if info available.